Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
It was reported that the battery compartment was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.